Event description:
It was reported that while stimulation was turned on tremor was not controlled as well as it had been in the past. The change in therapeutic benefit was noticed three to four weeks prior to report after travelling to washington, dc. It was noted that when the patient¿s tremor control was not as good, the patient changed from group b to c. It was noted the patient did not feel a tingling sensation when switching between groups as was typical for the patient. It was noted when the implantable neurostimulator (ins) was interrogated with the clinician programmer an elective replacement indicator (eri) was displayed. The eri was also displayed on the patient programmer. It was noted the patient was implanted two months prior to report. The patient was implanted on (B)(6) and turned stimulation on ¿right away.¿ the first night after implant the ins was at 3.01v. The programming on the main group used, group b, was electrode 1-2-3+ at 1.6v, 90us, 180hz and 10-11+ at 3.5v, 90us. It was not known if the patient noticed an out of range (oor). It was noted the patient did not mention seeing an oor. There were no changes in components and no falls were reported. It was noted that all impedances were in normal range except pairs with electrode 0 which were slightly elevated. It was noted that 0c, 02, 03 were all over 4000 ohms. It was further noted that electrode 0 was not used in programming. It was later reported that on (B)(6) 2013 the ipg was at 3.01v. On (B)(6) it was at 2.82v, and on (B)(6) it was at 2.85v. It was noted that the patient¿s sister thought the tremor benefit was unchanged. It was reported that the patient did not require hospitalization and there was no injury. It was reported that the patient¿s previous ins had been replaced due to infection, and the patient continued to experience irritation at the incision due to the presence of keloids at the incision site.

Manufacturer narrative:
Concomitant products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387-40, lot# j0337444v, implanted: (B)(6) 2003, product type lead; product ID 3387-40, lot# j0222877v, implanted: (B)(6) 2003, product type lead; product ID 3708660, serial# (B)(4), product type extension. (B)(4).

Manufacturer narrative:
All information going forward will appear in MFR report # 3004209178-2013-10760.